Event description:
Additional information received indicating that this ra lead was dislodged again and was explanted. New ra lead was successfully implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Cut in insulation was noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high pacing threshold measurement and loss of capture (loc). The physician planned a lead testing and possible lead revision. Additional information received from the local boston scientific field representative that the loc did not resulted to greater than 2 seconds of asystole. The cause of high threshold and loc was due to micro dislodgement as confirmed by the physician. A revision procedure was done in which this ra lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.